Manufacturer narrative:
Other text: additional information is provided in h.6. A sample was received for evaluation. Functional testing shows no problem found. The customer's problem was not duplicated. The root cause for this event is unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory. Responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the device was over infusing. No patient injury reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.